Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 303 mg/dl. Customer had high blood glucose of 499 mg/dl and experienced symptoms such as nausea and vomiting. Customer had diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.